Manufacturer narrative:
Hotline advised the customer to use personal protective equipment (ppe) during troubleshooting. The customer was wearing ppe. A bci field service engineer (fse) replaced defective valve at y5 on wash bottle.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the wash concentrate reagent leak. No injury was reported.